Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency and urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted, due to sui. It was reported that following insertion the patient experienced recurrence, dyspareunia, bleeding and vaginal shrinkage. It was reported that the patient underwent an extensive adhesiolysis, cystoscopy with hydro distention, bilateral salpingo-oophrectomy and interjel application, due to interstitial cystitis and chronic salpingo-oophoritis on (B)(6) 2002. No additional information was provided.